Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial tachycardia ablation procedure, a pericardial effusion occurred. After transseptal access was obtained and ablation started the patient started to move. Ablation was stopped and an echocardiogram was performed which showed the effusion on the roof of the heart. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.